Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was kinked upon removal from its protective tubing. The catheter was not used on a patient. Another recanalization catheter was used to successfully perform the procedure.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the sample appeared to be clean. Outer catheter wrinkling was observed and bunching and twisting of the outer catheter was observed at the guidewire manifold. The distal tip of the catheter was examined and the outer catheter was pulled off the metal tip, exposing the guidewire lumen. The guidewire lumen had become bunched over the distal metal tip and a complete circumferential break was observed in the lumen. No kinks were observed to the device. It is possible that the catheter wrinkling was perceived by the user as a kink. Functional/performance evaluation:guidewire patency testing could not be performed due to the damage noted during the evaluation (i.e. Outer catheter wrinkling, guidewire lumen bunching and break). It is unknown how the damage occurred as no wrinkling was reported by the user. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the investigation is confirmed for wrinkled as several areas of outer catheter wrinkling were observed to the returned device. The investigation is confirmed for break as a complete circumferential break was observed in the guidewire lumen near the distal tip. The investigation is inconclusive for kink as no kinks were observed to the device; however, it is possible that the user perceived the damage noted to the device in the evaluation as a kink. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review:the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.